Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported that an intraocular lens (iol) was implanted/explanted. Additional information was provided that a vitrectomy was performed and the lens was not replaced.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This lens is a non-foldable lens model and is not designed to be used with any cartridge. The root cause for the removal of the iol could not be determined. A malfunction has not been indicated against the lens. The manufacturer internal reference number is: (B)(4).